Event description:
Complainant alleged that while attempting to monitor pt complaining of shortness of breath, the device's display went blank. Complainant indicated that the medics were able to view the pt's heart rhythm and continue using the device by running the device's recorder. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.